Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having many high blood glucose readings. The insulin pump is under-delivering insulin. The blood glucose reading was 428 mg/dl. The customer was treated by manual injection. The customer reported swollen legs the night before the phone call. During the troubleshooting process it was discover that the insulin pump had several alarms for low reservoir and no delivery. When the customer removed the infusion set from her body, the cannula was bent. The customer stated that for the cannula insertion site they have been using abdomen only. Nothing further reported.